Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient fell after receiving an inappropriate shock. Interrogation revealed inappropriate antitachycardia pacing and shock therapy in svt/vt episodes. In the physician's opinion, the episodes were atrial fibrillation. Oversensing was also noted after the shock. Programming changes were made. Patient was stable.